Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user requested assistance completing a supply change. The process was completed successfully without incident. The user is new to the ilet and expressed some frustration but was receptive to guidance. The highest blood glucose (bg) recorded was 211 mg/dl. Blood glucose (bg) was corrected through resumption of insulin delivery. No symptoms, outside assistance, or medical intervention were reported.